Event description:
Pt reported freedom pump broken (not further specified). Serial number unknown. No adverse events reported. No further information provided. Reported to (B)(6) by: patient/caregiver.